Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Unknown reunion rsa trial baseplate¿ was reported, but there are no trial baseplates in reunion rsa system. Most likely, the surgeon is referring to the humeral cup trial. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on review of the system's design, validation, and inspection parameters by research & development, the reported issue was likely due to surgeon technique. Based on investigation, the root cause was attributed to a user related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon implanted a press-fit reunion s stem in an rsa procedure for treatment of primary osteoarthritis. Their feedback on the reunion s included the following comment related to rsa components: baseplate trial pegs too short, disassociates during reduction. The procedure was completed successfully and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Surgeon implanted a press-fit reunion s stem in an rsa procedure for treatment of primary osteoarthritis. Their feedback on the reunion s included the following comment related to rsa components: baseplate trial pegs too short, disassociates during reduction. The procedure was completed successfully and no adverse consequences or surgical delay were reported.